Event description:
The customer reported that the dxh 800 hematology analyzer generated erroneous differential results on one pt sample. The test results were accompanied by instrument generated messages for suspected abnormal cells. A manual differential was performed and the sample was re-run on the dxh analyzer. There were no instrument-generated messages with the second run and the test results from the second run were similar to those found with the manual differential. The erroneous test results were not reported outside of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. An analysis of the test data associated with this sample indicated significant neutrophil (ne) cell population shifts when compared to expected normal ne population positional parameters. This observation was confirmed by diff latron quality control data which recovered outside of established range. This abnormal system configuration procedure a shifted pattern outside of the algorithm specifications, which is the root cause of the erroneous designation of the ne population. Due to the abnormal data pattern, monocyte blast, variant lymphocyte, immature granulocyte and left shift flags were generated by the instrument at high sensitivity. A field service engineer visited the site on (B)(6) 2009 and replaced the multi-transducer module and the co-axle cable.